Event description:
During preventative maintenance of the device, the service technician reported that there was a cut on the membrane display panel at lower left corner. Since the event occurred during routine testing, there was no pt involvement during this event.